Event description:
Customer states while they were breaking away the peel-away portion of the micro-introducer, both handle portions of the plastic introducer broke off of the sheath before they had completed the peel away from the dilator. They were able to successfully retrieve all portions of the peel away sheath before it went under the skin.